Event description:
Revision surgery - hemi to full total hip, unknown reason.

Manufacturer narrative:
Complaint has been evaluated and is similar to report number 1644408-2021-01196; 411-00-146, s800 revision surgery, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.